Event description:
It was reported that during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD), there was non-conversion of the induced ventricular fibrillation (vf) with one shock at 65 joules in standard polarity followed by 80 joules in reversed polarity. The shock impedance was within range at 59 ohms and time to therapy was appropriate at 15 second. The patient was brought back to the electrophysiology laboratory the next day for a repeat testing and the s-ICD did not convert the vf again at 80 joules reversed polarity. The patient was successfully externally rescued. X-ray imaging showed the s-ICD and electrode to be in a good position. It was suspected that the patient's large latissimus dorsi muscle caused the elevated defibrillation threshold, so the patient was brought back to the electrophysiology laboratory a week later. A new pocket was created along the fascial plane between the serratus anterior and the latissimus dorsi muscles (intermuscular technique). Upon induction, the s-ICD did not convert the arrhythmia at 65 joules within 24 seconds after induction, so the patient was rescued externally. The physician waited five minutes and vf was again induced. The s-ICD successfully converted the arrhythmia to sinus rhythm with an 80 joule reverse polarity. The shock impedance was 50 ohms. A postoperative chest x-ray showed that the intermuscular position placed the generator closer to the chest wall compared to the subcutaneous position. The s-ICD remains in service and no additional adverse patient effects were reported. At this time patient data is unavailable.